Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (600 mg/dl) and diabetic ketoacidosis. Reportedly, customer changed the infusion site earlier that morning in an attempt to address the issue but blood glucose continued to rise. Contact alleged there was an issue with the pump, but discontinued the call before details could be captured by tandem representative. Tandem technical support made multiple attempts to obtain specific details from the customer; however, the customer did not respond.